Event description:
Per the clinic, the patient experienced poor peformance and facial nerve stimulation which could not be resolved. The patient has decided to discontinue the use of the device.the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.